Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 11 months. The event occurred at (B)(6). The report of damage to the outer silicone sleeve of the patient¿s driveline was confirmed based on an on site evaluation by the manufacturer¿s technical services representative as well as submitted photographs. While the submitted photographs confirmed the presence of fluid residue coating the bionate layer as reported by the technical services representative, no visible damage to the inner layers of the driveline was identified based on the images. The silicone outer sleeve was repaired with rescue tape and the patient remains ongoing on lvad support. No subsequent events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a routine clinic appointment, two small holes were noted in the driveline's silicone outer sleeve. It was reportedly believed that the holes were caused by the consolidated bag zipper. The manufacturer's technical services representative visually inspected the driveline and upon making an opening into the silicone jacket to ascertain whether any deeper driveline damage was visible, a considerable amount of thick fluid was discovered. The opening in the outer sleeve was propagated to approximately 12 inches where the amount of fluid was more prominent. No damage to the driveline itself - bionate sheath, lower layers, conductors - of the driveline was evident. There was no impact reported to the function of the pump or to the patient, and no alarms occurred during the evaluation or had been logged in the history. The outer silicone sleeve was sealed with rescue tape. No further information was provided.